Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported an undetermined transducer fault alarm, on this ventilator device. The customer stated no patient involvement was associated with this event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative was able to verify the customer's reported issue. Bench testing revealed a faulty main pcb. The technician replaced the faulty component and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.